Event description:
General report received of an unspecified number of undocumented incidents of clave secondary ports remaining in the depressed position. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. After unspecified lengths of time, the customer contact reported that the male adapter of needleless valve connectors connected to unspecified secondary tubing sets were connected to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. After unspecified lengths of time after the piggyback deliveries were started, it was reported that the pumps alarmed for air in line. The customer contact reported that the nurses backprimed the pumps to clear the alarms. It was reported that the air in line alarms could not be cleared, the nurses disconnected the needleless valve connectors from the clave secondary ports and the silicone sleeves of the clave secondary ports remained in the depressed position. The primary tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays in therapy critical to these patients. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.